Manufacturer narrative:
Initial reporter phone failed electronic transmission (B)(6).

Event description:
During periodic maintenance, the occurrence of "vent inop error 1006/1007/100a" and the occurrence of "check vent error 1106/1107/110e/110f/1110/1113/1127" were confirmed in the drpt log. The unit was being used on a patient at the time the reported issue occurred however, there was no patient harm.